Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and mesh were implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent colpopexy and cystoscopy due to sui, pop, severe cystocele, rectocele with weakened connective tissue, and enterocele. It was reported that the patient underwent partial mesh removal due to mesh extrusion and pain in 2010. It was reported that the patient underwent a lap band procedure in (B)(6) 2010. It was reported that patient underwent partial mesh removal and cyst removal due to mesh extrusion and pain on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.